Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient faced hyperglycemia event from (B)(6) 2025 to (B)(6) 2024 due to bent cannula. The event occurred three or more hours after insertion. The insertion site was abdomen and thigh. The infusion set was in use for 4 hours. The blood glucose level was high and the patient was treated with correction bolus via pump company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.